Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to fracture, occlusion, and perforation that causes injury and damage to the patient. Per the implant records, the patient experienced shortness of breath with pulmonary embolism (pe), was placed on coumadin and developed deep vein thrombosis (dvt). The filter was indicated for a clinical history of recurrent deep venous thrombosis (dvt) and pulmonary emboli (pe). The patient was prepped and draped in the usual sterile fashion and the right common femoral vein was punctured under ultrasound guidance. An inferior vena cavography was then completed showing the inferior vena cava (ivc) to be widely patent with a maximum diameter of 28mm. A trapease inferior vena cava filter was subsequently deployed below the level of the renal veins and above the level of the iliac veins. There were no reported complications. Approximately ten years and nine months after the filter was implanted, extensive thrombus burden and presence of pulmonary emboli was confirmed. A venogram demonstrated thrombus in the right external iliac and common iliac vein and the reflux into the thrombosed internal iliac vein. Thrombus was seen communicating with the left common iliac venous system, and there was occlusive thrombus within the inferior vena cava at the level of the trapease filter. The patient underwent image guided placement of a second (non-cordis) inferior vena cava filter, followed by pharmaco-mechanical thrombolysis. Using a right internal jugular approach, a retrievable (non-cordis) filter was successfully placed above the thrombus extending above the trapease filter, with its legs planted below the level of the patient's renal veins. This was confirmed with a subsequent venogram. Afterwards, the surgeon proceeded with pharmaco-mechanical frontal lysis of both external and common iliac veins and the inferior vena cava below the level of the filter. However; prior to advancing any device through the thrombus inside the trapease filter or the thrombus above it, the patient appeared to be in significant distress and degenerative status; became unresponsive, temporarily hypoxic and coded. The patient was intubated, and subsequently oxygen levels returned to normal with the blood pressure stabilized. A non-contrast computerized tomography (CT) scan of the head demonstrated no intracranial hemorrhage. The surgeon noted that it is possible the patient could have experienced a pulmonary embolus somehow through the non-cordis filter, which was placed above the thrombus that was above the trapease filter. Fortunately, the patient was extubated not long after arriving in the intensive care unit. Given the course of events, the patient was advised to remain on intravenous heparin with bilateral femoral sheaths. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, blood clots, clotting, occlusion of the ivc, fractured filter struts retained within the ivc becoming aware of these events approximately eleven years after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, occlusion, and perforation that causes injury and damage to the patient. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), blood clots, clotting, occlusion of the ivc, and fractured filter struts retained within the ivc, approximately eleven years post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter placement was pulmonary embolism with the development of deep vein thrombosis while on coumadin. The filter was placed via the right common femoral vein and deployed below the level of the renal veins and above the level of the iliac veins. There were no reported complications. Approximately ten years and nine months post implant, extensive thrombus burden and presence of pulmonary emboli was confirmed. A venogram demonstrated thrombus in the right external iliac and common iliac vein and the reflux into the thrombosed internal iliac vein. Thrombus was seen communicating with the left common iliac venous system, and there was occlusive thrombus within the inferior vena cava at the level of the trapease filter. The patient underwent placement of a second (non-cordis) ivc filter, followed by pharmaco-mechanical thrombolysis. The filter was placed via a right internal jugular approach above the thrombus extending above the trapease filter, with its legs planted below the level of the patient's renal veins. This was confirmed with a subsequent venogram. Afterwards, the surgeon proceeded with pharmaco-mechanical frontal lysis of both external and common iliac veins and the inferior vena cava below the level of the filter. However; prior to advancing any device through the thrombus inside the trapease filter or the thrombus above it, the patient became unresponsive, temporarily hypoxic and coded. The patient was intubated, oxygen levels returned to normal with the blood pressure stabilized. A non-contrast computerized tomography (CT) scan of the head demonstrated no intracranial hemorrhage. The surgeon noted that it is possible the patient could have experienced a pulmonary embolus somehow through the non-cordis filter, which was placed above the thrombus that was above the trapease filter. The patient was extubated not long after arriving in the intensive care unit. The patient was placed on intravenous heparin with bilateral femoral sheaths. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, and occlusion of the device or vasculature does not indicate a device malfunction. Rather, patient, vessel characteristics and pharmacological factors may have contributed to these events. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the IFU. The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, occlusion, and perforation that causes injury and damage to the patient. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, occlusion, and perforation that causes injury and damage to the patient.